Event description:
Boston scientific received information that since the device change out procedure, there has been oversensing of noise on the right ventricular (rv) lead leading to pacing inhibition with an unknown duration of asystole and inappropriate ventricular tachycardia (vt) episodes. The patient is pacemaker dependent but does have an intermittent underlying rhythm of around 34 bpm. Thresholds have continued to increase and during threshold testing the patient becomes symptomatic. The sensitivity was reprogrammed to maximum. A fracture is suspected but has not been confirmed. Due to the patient's age the physician has opted not to perform any additional testing or interventions.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the rv lead was surgically abandoned during a change out procedure for normal battery depletion. A new rv lead and pacemaker were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was noted on the electrogram (egm). Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.